Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a stenting procedure, the ultraflex covered ng esophageal did not have a cover. The patient had a tracheo-esophageal fistula and was treated with an ultraflex covered ng esophageal stent. The patient presented to the hospital approximately one week post procedure with no improvement in symptoms and it was found that the stent did not have a cover. A covered stent was implanted inside the first.